Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device manufacture date is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the filter was observed. Use was discontinued and replaced with a new one. There was no patient injury.

Manufacturer narrative:
Other text: d4: device serial number/lot number is unknown. H6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing found a leak was found between the filter and tube. The complaint is confirmed. The root cause of the reported issue was found to be lack of solvent during assembly process. Awareness notification was made to production personnel to explain the importance to adherence or following the procedure completed by the quality engineer on march 25, 2022. Lot number was not provided it, cannot be confirmed if lot was impacted by the corrective action implemented. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).